Event description:
It was reported the patient presented post-implant procedure. During device checks, it was discovered the insertable cardiac monitor (icm) was in in backup mode. The icm was successfully restored. The patient was in stable condition before, during, and after the interrogation.